Manufacturer narrative:
The customer complaint that "metal piece of the anchor was broken at the fork" is confirmed. Visual evaluation found suture anchor assembly broken off at one of the tips. The other is slightly bent. Broken portion was not returned with product for evaluation. It is suspected the user applied excessive force on the product and broke the tip off. This is a technique-dependent device and the most likely cause of failure is user-related. Broken tip is approximately 0.070 inches (1.778 mm). Examination was performed and critical dimensions were inspected per design print and could not find any discrepancies. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution were found to have met all specifications prior to shipment and found no abnormalities that would contribute to this issue. A two-year lot history review shows this is the only complaint for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 17 complaints, regarding 20 devices, for this device family and failure mode. (B)(6). The instructions for use (IFU) provides the user with information regarding proper care and use of this device. Conmed encourages the inspection and/or test of all medical equipment prior to use to ensure all devices are functioning as expected. Per the IFU, the user is also advised not to use excessive force on instruments to avoid breakage or damage during use. Avoid unintended contact with other surgical instruments during use to prevent damage or breakage. Inspect instruments after use to ensure they have not been damaged. Avoid lateral loading while inserting y-knot anchors. Maintain proper alignment during insertion of anchors and disengagement of driver. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
At time of filing, although received, the reported device has just entered into the conmed evaluation process. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
On behalf of the customer, the conmed sales representative reported issues with the y-knot flex 1.3mm all-suture anchor with one #2 white/blue hi-fi suture, item y1301, lot 993659 that occurred (B)(6) 2019 during a labrum refixation procedure involving a (B)(6) year old male weighing (B)(6). It was reported " "during insertion the metal piece of the anchor was broken at the fork. A piece of metal was retrieved from the patient."it is indicated that the procedure was successfully completed using an alternate y1301 but with a 30-minute delay. Additional information obtained indicates that the issue occurred at the end of the procedure while placing the first suture anchor. The metal piece was retrieved with grasping forceps and the physician confirmed that all the pieces were removed. The surgeon did make note that the patient is young and has hard bones. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.